Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 392 mg/dl at the time of incident and the current blood glucose level was 481 mg/dl. The customer was treated with insulin syringe. The customer had the symptoms such as nauseous and tiredness. The customer declined troubleshoot for high blood glucose. The insulin pump will not be will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip.